Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a threshold test, the programmer froze and would not perform another step. The programmer was restarted and remains in use. No patient complications have been reported as a result of this event.